Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received multiple unexpected restart alarms on their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Unable to verify a17 alarm, a21 alarm, unexpected reset/restart, low battery alarm and off no power alarm due to failed battery alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.